Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported once the lead was implanted, the lead was tested with a psa and noise was detected. Noise was still present when the physician used another psa cable. The lead was not used and another lead was implanted instead. There were no adverse consequences to the patient.